Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9 - value was incorrectly reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Event description:
It was observed that during the device evaluation the colonovideoscope exhibited white residue on both channels, auxiliary water flow and air water supply. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.